Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the delivery system cup was spraying and slack in tether. The flush was unable to be maintained due to a pin point leak at the bast of the cup and the tether was loose. It was further reported that the cup moved out of the leadless ipg during fluid injection. The slack in the tether and the fluids through the side port forced the tines out of the cup. The leadless ipg was implanted successfully. No patient complications have been reported as a result of this event.